Event description:
On (B)(4) 2013 the reporter contacted animas alleging that the patient has been having issues with elevated blood glucose (bg) for the past week. The reporter stated that on (B)(6) 2013 the patient awoke with a bg of 479 mg/dl and large ketones. The patient was reportedly taken to the ER but was not admitted to the hospital. The reporter first stated that the patient was left on the pump and was given an injection and then released, but then stated that the patient was not given an injection. It is unclear at this time if the patient received treatment while in the ER or not. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct; there was no pump defect found on troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia of unknown cause and sought medical intervention while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a force sensor calibration test was performed and found that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.